Event description:
It was reported that during surgical use the ankle sizer was put into patient and snapped in half. Surgeon was able to remove the sizer and continue on with the case. The patient was not injured during this case. There was no surgical delay. Patient was last known to be in stable condition following the event. This incident did not effect the outcome of the surgery nor have any adverse effects on the patient health. (B)(4).

Manufacturer narrative:
The broken instrument reported may have been the result of applying a bending moment to the device or impacting the device during resection gap verification, which led to ultimate fracture of the fixed bearing gap check tool.